Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, it was found that customer did not try all remedies; customer did not try different cannula lengths. Customer was advised that different annuals and replacement reservoirs would be sent.